Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include some kind of stress such as damage or deterioration of parts, electrical problem, environmental temperature problem, and maintenance problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the broncho videoscope exhibited peeling of the insertion tube. There was no patient involvement.